Manufacturer narrative:
Upon receipt at our (B)(4) laboratory visual inspection noted dried blood/body fluid in the lumens and there were several cuts noted in the outer insulation and in the suture sleeve. It was determined that there was an insulation abrasion and it only went through to the anode conductor coil. The abrasion was long and smooth. The damage appeared to be due to lead on lead interaction. Analysis confirmed that the clinical observations of oversensing, pacing inhibition and increased pacing thresholds were a result on the insulation abrasion. The lead perforation was unable to be confirmed during analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited crosstalk oversensing that resulted in pacing inhibition. The patient is not pacemaker dependent; therefore, there was no asystole. The patient's pacing thresholds had increased. This patient underwent a computed tomography (CT) scan and it appeared that the lead had perforated. The lead was explanted and replaced. No patient harm was reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.